Event description:
An infection was reported at the implant site for an implantable neuro stimulator (ins). On the event date the patient was seen by their health care professional (hcp) and the hcp confirmed infection at the ins implant site. Redness, drainage, and smell at the ins pocket were noted. The hcp scheduled explant of the ins and extensions, with the anticipation that the lead would be reused. Five days later the hcp removed the patient's generator, extensions, and lead. There was no redness or drainage at the ins pocket. Culture did not grow anything other than what would be expected from a skin culture. It was reported that "there was a hole over the generator though, approximately 2mm in diameter". The patient reported having this open hole for about 3 weeks. The hcp planned to treat with oral antibiotics and monitor the patient for approximately 8 weeks, and if the patient is free of signs or symptoms of infections, re-implant the patient with a new ins system.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 365560 lot# n330653 serial#, implanted: 2012 (B)(6), explanted: product type accessory . (B)(4).